Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was involved. Open reduction and internal fixation of ota type c2-c4 fractures of the calcaneus with a triple-plate technique. Alexander brunner, md, jochen muller, md, pietro regazzoni, md, reto babst, md (2012). The journal of foot & ankle surgery 51:299-307. This report is for unknown injectable calcium phosphate (norian)/uknown quantity/unknown lot #.

Event description:
This report is being filed after a subsequent review of the following journal article: open reduction and internal fixation of ota type c2-c4 fractures of the calcaneus with a triple-plate technique. Alexander brunner, md, jochen muller, md, pietro regazzoni, md, reto babst, md (2012). The journal of foot & ankle surgery 51:299-307. This was a retrospective study of 54 patients (16 women and 38 men) over a period of 6.5 years. The patients mean age was 45 years with the 16 women having a mean age of 50 and 38 men with a mean age of 47. In 21 fractures cancellous bone defects were augmented with injectable calcium phosphate (norian srs; synthes, oberdorf, switzerland). Two patients with open fractures sustained deep wound infection requiring revision surgery. The implants were removed. This is report 1 of 2 for(B)(4). This report is for unknown injectable calcium phosphate (norian).